Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, a dissection occurred. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 75% stenosed, 2.5mm in diameter and 15mm long. The target lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. After the deployment of a 2.5x16mm taxus liberte stent, there was a small distal edge dissection noted. The physician deployed a 2.5x8mm taxus liberte stent distally overlapping the previously deployed stent. Post dilation was performed. Residual stenosis was 0%. 1 day later, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).